Manufacturer narrative:
Concomitant medical products: stopcock IV set, ICU medical inc. Model sf3258-15h. No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer advocacy received a copy of the customer's medwatch report which states, "IV antibiotic flowing at a rapid rate despite pump rate set at 12 5 ml/hour the roller clamp was clamped to the patient and the pump stopped, the medication continued to flow out of the bag into the primary bag - tubing removed from pump and continued to flow with clamp completely closed another IV antibiotic was obtained along with new tubing administered without issue no harm to the patient." An incomplete date of event of (B)(6) 2019 was provided.